Event description:
It was reported that the pump flipped. This was discovered on (B)(6) 2013. On the same day, they tried to use fluoroscopy to flip it back over, but there was too much fluid around the pump. It was too swollen and, therefore, too painful for the patient. On the day of this report, the pump was surgically revised and a new pouch was put on the pump and anchored in the pocket. The patient had a pouch on before, but it ¿maybe¿ wasn¿t anchored down enough. It was noted that the pump was programmed to 17.455mcg/day and then decreased to 8.9mg/day to make the medication last longer until the surgical revision. After the revision, the dose was changed from 8.9mg/day to 16mg/day, resulting in a 78% increase. The device system was used to deliver morphine. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: 2013 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported that a mesh pouch was placed and secured. The patient was ¿doing well,¿ there was no delay in therapy.